Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care profession (hcp) via a company representative (rep) regarding a patient who is receiving baclofen with a concentration of 2000 mcg/ml at a doe of 1358.3 mcg/day via an implantable infusion pump for cerebral palsy and intractable spasticity. It was reported that the reason for call was to assist the hcp in silencing the empty pump alarm. The hcp stated that the managing hcp allowed for the pump to go empty because they did a dye study "in (B)(6)" because patient was "having symptoms" and the dye study confirmed patient had a catheter issue. The hcp then did not want to fill the pump with medication because he was not getting it through the catheter per the dye study. The patient was receiving oral medication. The patient's pump has been alarming that it is empty since (B)(6) 2021, and the hcp wanted to silence it. The hcp was assisted in programming (not filling) the pump to have a reservoir volume in order to silence the empty alarm. The hcp stated she wanted to program the pump to have 40 ml then clarified in the notes section of the patient tab that the pump was not physically filled today and that this was done just to silence the empty alarm. The hcp stated they plan to revise the catheter and are unsure if they were going to replace the pump. It was mentioned that because the pump has been empty, the pump reservoir might be damaged and it was confirmed putting saline in it in the meantime to mitigate any potential damage. The rep stated she plans to follow up with managing hcp to discuss these options before the catheter revision.

Event description:
Additional information was received from a healthcare provider and medical notes were provided. Neurosurgery history and physical from (B)(6) 2021 indicated the patient¿s most recent pump replacement was on (B)(6) 2021 (end of battery life) and the patient did well for the first postoperative weeks, then developed flailing movements of his upper and lower extremities and changes in his speech. He had intermittent hypertonia and hypotonia. The patient was seen and evaluated in the clinic on (B)(6) 2021, at which time he was healing well from pump replacement surgery. The patient had one episode of vomiting on (B)(6) 2021, but no persistent nausea or vomiting. He also had intermittent sweats. The first week of march, he developed some itching to his scalp and the right side of his neck. The itching got progressively worse and by (B)(6) 2021 his legs were getting tighter and starting to scissor. It was also reported post-op there was no evidence of infection or fluid collection which could suggest a catheter problem within the pocket; however, have those athetoid movements that were unexplainable prompted the need for evaluation with x-rays of the lumbar and thoracic spine, to evaluate for continuity of the catheter from the hub to the distal tip. X-rays revealed no radiographic evidence of cathe ter discontinuity, kink, or fracture. It was noted an x-ray on (B)(6) 2021 revealed left lower quadrant anterior abdominal wall baclofen pump, catheter enters the spinal canal at l1-l2 with distal tip c7-t1, no kinks/fracture/discontinuity; orphaned fractured catheter dorsal lateral subcutaneous tissues left flank. A nuclear medicine study for possible pump malfunction was also completed on (B)(6) 2021, showed intensive activity within the baclofen pump reservoir at 48 hours, but no visualization of tubing, no activity outside of the reservoir, and no activity in the spinal canal, suggesting pump failure. The pump had malfunctioned as all the dye remained in the pump pocket and none was present in the cerebral spinal fluid (csf). In the interim, the patient was hospitalized from (B)(6) 2021 for aspiration pneumonia. He had been started initially on klonopin, with no significant improvement, and so oral baclofen was added to his regimen with improvement in athetoid movements. A progress note was also provided from (B)(6) 2021 and it was noted he was scheduled for a pump refill by his nurse, and the patient¿s mother questioned if this was the right thing to do. The patient was no longer complaining of any itching and had not had any additional vomiting. However, his legs were increasingly spastic and scissoring more. The patient was uncomfortable and expressed pain when being repositioned. He had not been having any flailing movements of his upper extremities. Review of systems on (B)(6) 2021 showed generalized weakness, muscle atrophy, contractures of multiple joints, and spasticity. Neurologic exam showed incoordination, slowed spastic movements, and dysarthria. The impression was the patient currently had a pump malfunction. He was no longer exhibiting any symptoms of baclofen withdrawal but was experiencing increasing spasticity in his legs as a result of being off baclofen. It was noted although the patient had recently been sick with pneumonia, he was currently medically stable. The assessment/plan included: recommended restarting oral baclofen at 5 mg twice a day to assess tolerability and recommended slowly titrating to a dose of 10mg three times a day. The nurse did not recommend refilling the pump at this time due to the pump malfunction. They would send notes and orders for refill/reprogramming once the pump had been replaced. The plan was to replace the pump in 3-4 weeks after he had gotten his second covid shot and able to regain some strength and weight back. The patient would start back with baclofen 2000 mcg concentration at a daily dose of 100 mcg. It was further reported, the patient presented with his caregiver on (B)(6) 2021 for preoperative evaluation for replacement of his pump. The patient was set for replacement of baclofen pump, possible replacement/revision of catheter on (B)(6) 2021; however, after discussion with anesthesia and the patient¿s family member, decision was made to postpone the case at this time due to concerns for difficulty extubating postoperatively. The progress notes from (B)(6) 2021 indicated surgery cancellation. It was further reported on 2021-may-27, the patient was scheduled for replacement of his intrathecal pump and exploration with possible revision or replacement of his intrathecal catheter. However, over the last several years his medical condition had deteriorated and has had frequent pneumonia. The anesthesiologist had reviewed his chest x-ray and indicated that there were concerns about him tolerating general anesthesia and being able to extubate. At present, the patient was on oral replacement and appeared to being doing well. He had not had any si gnificant spasticity or spasms. His primary complaint was left hip region pain, which they felt was better when he was receiving intrathecal therapy. It was discussed that in the future, if his medical condition remained stable or improved, and they feel that oral therapy had not been adequate, then they could proceed at that time with a replacement. It was also discussed there was no reason to remove the current implant unless it impedes his care in the future. The patient¿s mother felt strongly that she should hold off and would coordinate follow-up to work on medication adjustments.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that there was no plans to remove pump. The pump off password was requested and provided.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.